Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was first incident 263 mg/dl and second incident was 429 mg/dl. Customer received insulin flow bloc alarm and showing red light from the insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.